Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that on (B)(6) 2016, the patient slid down the door frame of the van because they lost footing which made the patient feel as if the stimulator had moved with the fall. The patient was very sore around the battery area and was advised to stay still and used some ice, but the patient was traveling for an 8 hour drive. The patient reported to two emergency rooms which advised the patient to call patient services as they were unfamiliar with a spinal cord stimulation device. The patient was all better at the time that they reported the additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had recently fallen and she felt as if her implantable neurostimulator (ins) had moved and wanted to make sure that everything was okay with her device. The indication for therapy was failed back surgery syndrome and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.